Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) reporting that the event occurred during initial implantation. The catheter was correctly placed, the pump segment was tunneled too, and when the physician wanted to join/link the 2 segments, he took the connector and he immediately noticed the trouble. The patient's age and weight were asked, but unknown and would not be made available. It was reported that there was no relevant medical history linked to the connector problem because it occurred when the physician took the connector out of the packaging. The catheter connector would be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis identified that a collet was missing from one end of the pin connector. H6 correction: the previously applied device code a26 has been replaced with a12 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that in the model 8781 package, the catheter connector was out of service. One of the 2 locks was not functional because the bell (the moving part) was out of the connector. No diagnostics troubleshooting has been performed.  There is no any environmental external patient factors that may have led or contributed to the issue. The catheter component was never implanted.  There is no any envi ronmental external patient factors that may have led or contributed to the issue. The material had been open during the procedure.  The physician opened and used a new model 8781 and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.